Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the no signal to the x-ray pc. To resolve the issue, on another day, in another case, the fse has replaced diskbay and flexvision pc and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.